Event description:
Caller states that the inform meter had signs of melting at the bottom of the meter. Caller states that the meter has broken connector pins and melting on the meter. Upon review by the manufacturer's investigation unit, the inform meter has charring on connector pins 3 and 4, and melted plastic around the connector pins. No adverse event reported. Suspect device was returned and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.